Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during third inflation at 20 atmospheres for 20 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during third inflation at 20 atmospheres for 20 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient was in good condition post-procedure. It was further reported that the 90% stenosed target lesion was located in the moderately tortuous, and moderately calcified distal right coronary artery, and the balloon burst at 18 atmospheres.